Event description:
The customer reported that the ortho provue analyzer interpreted a group b positive cord blood sample as ab positive with false positive (1+) reactivity in the anti-a microtube of the mts monoclonal grouping card. The customer made the identification of the false 1+ reaction while reviewing the results in the result module. The customer confirmed the anti-a microtube was negative. The anti-b and anti-d microtubes were correctly interpreted as 4+ reactions. The sample was repeated in manual gel using the same lot of gel cards and obtained negative reactivity as expected in the anti-a microtube. The anti-b and anti-d microtubes reacted 4+ as expected. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd second level support reviewed the log files and verified that the false positive was in the anti-a microtube. An ocd field engineer (fe) arrived at the site, created a new reference image and verified all camera adjustments. The fe ran diagnostics test for card reading. All results were acceptable. The customer performed qc and the sample in question and obtained acceptable results on the analyzer. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated. (B) (4).